Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Interrogation of the device found it had declared elective replacement indicator (eri) and end of life (eol). The device case was opened and the battery was removed and replaced with an external power source. Measurements of the device circuitry were completed and a normal current drain was observed. Testing of the individual battery cells found that one out of the three cells was abnormally depleted. Detailed testing of that cell identified evidence of internal shorting which resulted in the premature depletion. This also resulted in the clinically-observed message indicating the device should not be implanted.

Event description:
It was reported that this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) was planned for implant, however a message was displayed indicating the device should not be implanted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) was planned for implant, however a message was displayed indicating the device should not be implanted. The product has been received for analysis. This report will be updated upon completion of analysis.